Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my e- viction day') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced malaise ("sick"), aplastic anaemia ("apaltic anemia"), systemic lupus erythematosus ("lupus") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, malaise, aplastic anaemia, systemic lupus erythematosus and autoimmune disorder outcome was unknown. The reporter considered aplastic anaemia, autoimmune disorder, malaise, medical device removal and systemic lupus erythematosus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, sickness, lupus erythematosis, aplastic anemia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my e- viction day') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced malaise ("sick"), aplastic anaemia ("apaltic anemia"), systemic lupus erythematosus ("lupus") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, malaise, aplastic anaemia, systemic lupus erythematosus and autoimmune disorder outcome was unknown. The reporter considered aplastic anaemia, autoimmune disorder, malaise, medical device removal and systemic lupus erythematosus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, sickness, lupus erythematosis, aplastic anemia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: events lupus, aplastic anemia, sick were added, on 23-mar-2020: fu1 and 2 processed together, on 23-mar-2020: social media received: new reporter were added, on 23-mar-2020: information received via social media: new event autoimmune disorder' added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my e- viction day') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.